Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and there was bleed back from the sheath. The sheath was exchanged and the issue was resolved. The procedure continued without any further incident. When pulled the dilator back from the sheath, the valve did not stay closed and ¿leaked.¿ there was bleed back. No patient consequences and no air introduced. No intervention was necessary. Physicians quickly introduced a wire and pulled the sheath out of the patient. No patient injury and very little blood loss. No amount of blood calculated. The event was assessed as MDR reportable for a hemostatic valve separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-feb-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was broken and there was bleed back from the sheath. The sheath was exchanged and the issue was resolved. The procedure continued without any further incident. No patient consequences and no air introduced. No intervention was necessary. Physicians quickly introduced a wire and pulled the sheath out of the patient. No patient injury and very little blood loss. No amount of blood calculated. The device evaluation was completed on 01-mar-2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection, a flush test, and a pressure test of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. Then, the flush test was performed and it was found working correctly, the device was flushing correctly. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed and no internal action related to the reported complaint was identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve were found, however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ the event described could not be confirmed as the device performed without any hemostatic valve issue. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).